Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement test, and displacement accuracy test. No failed battery test rewind anomaly, low battery alert or unexpected no delivery alerts noted during testing. Successfully downloaded the trace and history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alerts noted in the history files on or near the event date. All buttons function properly. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly, electronic assembly, and motor. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. No failed battery test, low battery alert, or no delivery alert noted in the history files or during testing and passed all required testing. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Rewind anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm - unknown timing, keypad/button unresponsive/button error, rewind anomaly, failed batt test, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1880l. The customer reported a short battery life or a low battery alarm. The customer reported receiving a battery failed alarm. The customer reported insulin squirting out/dripping out during fill tubing process. The customer reported a keypad anomaly and/or stuck button alarm. The customer reported an insulin flow blocked alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-332a. No product return was required for mmt-397a. No product return was required for mmt-1880l.